Event description:
It was reported that the patient's generator was replaced prophylactically. The explant facility discarded the explanted device; therefore, product return not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's surgeon requested the patient's vns generator battery status be checked to ensure the device was not at end of service. The patient had reported an increase in depression and required additional medications. The patient was referred for generator replacement; however, no known relevant surgical intervention has occurred to date. Multiple attempts were made for additional information; however, no further relevant information has been received to date.